Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports ¿the third healicoil anchor placed in the patient failed,¿ after using its respective initiator and began to release one by one and ¿each thread showing damage.¿ per case details ¿all broken pieces were removed from the patient.¿ the procedure was completed successfully using the same site with a backup device (¿doctor decided to change the anchor¿) and a non-significant surgical delay. Per the device history review ¿no abnormalities were reported on this device during manufacture that would have contributed to the reported event.¿ patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A visual inspection found the device returned opened with debris from use. The suture was in its original position with the peek anchor still on the anchor and fractured. Many of the threads were broken off and not returned. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was determined to be an unintended use of the device. Factors that may have contributed to the reported event include unintended excessive force on insertion or off axis insertion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff arthroscopy, the third helical anchor placed in the patient failed. Upon entering the anchor, after using its respective initiator, it began to release one by one, each thread showing damage and therefore the doctor decided to change the anchor, all the broken pieces were removed from the patient. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the same site. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).